Manufacturer narrative:
Issue was detected on a bed that was returned to, an independent manufacturer owned by invacare corporation. Reversed wire condition impacts an electrical extension cable that is within the bed motor circuit. Within this assembly that is supplied by the motor manufacturer the neutral and protective earth wires are swapped. Given this condition, depending on the quality of the neutral line within the branch circuit the bed is connected to, a small "float voltage" of several volts is possible. Voltage is present only during motor activation. All material in manufacturer's stock was 100% inspected. CAPA has been issued to motor supplier.

Event description:
Manufacturer became aware that the supplier of motor extension cables had supplied some units with the protective earth and neutral wires swapped. Issue was identified when a customer reported that they had received a shock from the bed actuator. No incidents involving injury have been reported.